Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that a secondary infusion ancef (2 gms) was programmed at an unspecified rate and to infuse over 30 min however 20-22 mins into the infusion the device alarmed for air in line. The rn noticed that the medication bloused at an unspecified rate instead at the programmed rate. The event occurred in the ER. Although requested, no additional event, patient or device information provided.